Event description:
This report is to advise of skiving that was noted during analysis.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the dilator; however, the sheath distal tip had been split. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use. The cause of the sheath tip damage remains unknown.